Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had passed away from a heart attack. The customer's mother stated that the customer was wearing the insulin pump at the time of death. The customer's mother stated that the customer was traveling to (B)(6) and had a heart attack while driving, where he was found by the paramedics at an intersection. Subsequently, the customer was taken to the hospital where he had a high blood glucose reading of 500 mg/dl. The customer's mother also stated that the customer was taken off the insulin pump when he arrived at the hospital. Nothing further was reported.